Event description:
Procedure: abdominal aortic aneurysm, patient sex: unk. Reportedly, while firing the instrument over closed tissue, the load unit had pushed itself forward and fell out. The staples have been pushed forward and the scalpel has cut the tissue in parts. There was an unspecified amount of bleeding which required ligatures and clips. Procedure extended approx 15 minutes but there was no injury or lasting effect reported.